Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) that occurred during dwell 9 of 16 was not confirmed due to a lack of sample. The cause was undetermined. The batch review was not performed because the lot number is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). Device is not available for evaluation. If additional information becomes available, then a follow up MDR will be submitted.

Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (air in set) that occurred on the home choice (hc) during dwell 9 of 16. The technical service representative (tsr) had the home patient (hp) close all the clamps and the transfer set and cycle the power. Then the tsr explained the alarms. The hp stated that he was unsure why the hc alarmed. The hp did not disconnect, the clamps were closed on the spare supply line and there were no leaks. The hp will complete the therapy with manual exchange. The tsr instructed the hp to discard all the supplies and inform the peritoneal dialysis nurse in the morning. There was no patient injury or medical intervention indicated at the time of the initial report.